Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine has stopped working, and she is not sleeping well leaving her very tired and fatigued. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. A gfe was requested to obtain additional information regarding the visualization of particles and the return of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine has stopped working, and she is not sleeping well leaving her very tired and fatigued. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped. Section-h has been updated.